Event description:
The sheath was inserted and dilator removed. Prior to placing another manufacturer's device in the sheath, it was noted on fluoro that the tip was detached from the rest of the sheath. The tip was retrieved without difficulty from the dialysis graft using a retrieval basket.